Manufacturer narrative:
Product complaint #: (B)(4). There were three complications identified for the study. Hematoma and superficial surgical site infection had no treatments provided, although it is known that these were not revised. The third complication, hip dislocation was addressed via revision surgery. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Article entitled, ¿third-generation medium cross-linked polyethylene demonstrates very low wear in total hip arthroplasty¿, by omid jalali, md, travis scudday, md, marie-claire fickenscher, as, steven barnett, md, robert gorab, md, published in arthroplast today. 2020 jun 2;6(3):316-321. Doi: 10.1016/j.artd.2020.04.006. Pmid: 32514421; pmcid: pmc7267711, was reviewed. Authors analyzed wear rates and clinical outcomes of the depuy altrx third generation xlpe liner, and investigated the rate of adverse events related to mechanical failure and/or oxidation of this liner. The study followed 266 patients operated on from may 2009 thru november 2012. Each total hip arthroplasty was performed through direct anterior approach, using depuy pinnacle acetabular cups, and either ceramic or metal femoral heads, sizes ranging from 28mm to 44 mm, paired with the appropriate-sized altrx polyethylene liner. Manufacturer of femoral stems and heads was not provided. Patients were evaluated at standard postoperative follow-ups at 6-week, 3-month, 6-month, and annual clinic visits. Using roman software analysis of radiographs, the study found that at the 5.5 -year post-op mark, altrx liners showed a linear wear rate of 0.003 mm/year and volumetric wear rate of mm3/year, which was a significant improvement over second generation rates. They found no significant correlation between patient age, or patient bmi, with respect to increased polyethylene wear. The study found no evidence of osteolysis, liner implant fracture, or liner disassociation. There were three complications reported: one hematoma (no treatment provided), one superficial surgical site infection (no treatment provided), and one hip dislocation that occurred 6 years after primary, that required a revision surgery (details of which were not provided). The study did not provide data for each individual patient.

Manufacturer narrative:
Product complaint #(B)(4). Investigation summary: no device associated with this report was received for examination. Examination of the x-ray images within the journal article have been reviewed. Visually, no material wear is evident. No dislocation event depicted. No evidence of the allegations presented could be confirmed. Nothing indicative of a product problem is identified. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot: a device history record (mre) review, was not possible because the required lot code was not provided.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.